Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdomen pain and cloudy pd fluids and was hospitalized on the same day for the event. On the same day, the patient began treatment with cefazolin and fortum (1 gram/per day) ip for peritonitis. One week later, cefazolin and fortum were withdrawn. On an unreported date, the patient began treatment with tienam (0.5 gram/per day) and ciprofloxacin (200mg/ day) ip for peritonitis. On an unreported date, the patient experienced hypotension and subsequently passed away. The patient¿s death was due to hypotension. The peritonitis event had not resolved prior to death and the effluent was still cloudy when the patient passed away. It was not reported if an autopsy was performed. The dianeal therapies were ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was reported to be diarrhea. The culture result had been positive for e. Coli (escherichia coli) which is consistent with diarrhea as the cause of the peritonitis event. Therefore the peritoneal dialysis disposables are no longer considered suspect product in this event. Should additional relevant information become available, a follow-up will be submitted.